Event description:
It was reported that during a sigmoidectomy procedure, it was difficult to keep the right pneumo pressure. The gas was leaking directly from the duckbill valve. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The device was not returned for analysis; however, the customer indicated the device involved was the part of the voluntary recall of endopath xcel with optiview technology. The surgeon and account knew the device was recalled product, but chose to use the device anyway.